Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the presenting electrogram (egm) from 25-dec-2024 for this pacemaker system appeared to contain possible right atrial (ra) lead loss of capture (loc). It was noted that the patient was last seen in-clinic in (B)(6) 2023, and further evaluation in clinic was advised. Review of an earlier presenting egm showed ventricular pacing with retrograde conduction properly falling into refractory, and another earlier presenting egm showed atrial pacing with desired hysteresis conduction on all complexes. This ra lead remains in service. No adverse patient effects were reported.